Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the sleeve on the joint came off a synchroseal instrument and fell inside the patient. The sleeve joint was retrieved intraoperatively during the same procedure. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details were available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument involved with this event, but the failure analysis investigation is still in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The synchroseal instrument was analyzed and found to have a dislodged jaw cover. The jaw cover was completely detached from the instrument. Additional observation not reported by the site that was related to the primary failure: the instrument was found to have tears to the proximal end of the jaw cover. Also, the instrument was found to have failed the engagement test based on the log review. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was transferred to engineering for the torn jaw cover and also to determine for missing fragments from the torn damage. Initial fa findings were confirmed by engineering. The jaw cover was found to be dislodged and had tears in multiple places. A closer look showed that the instrument grips had scratches on both sides of both grips.